Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01928.

Event description:
It was reported that, "the little bass wing on the bottom of the capture you depress according to connect to cutting block. They are not working properly. Surgeon is having difficult time attaching it to the tibial cutting block. When trying to clean it during sterile processing they can't get it apart."